Event description:
During an endobronchial ultrasound (ebus) procedure, in the bronch room, the disposable olympus aspiration needle was not able to pass the stylet. There was difficulty and resistance with two of the needles. Both were from the same lot number. Only one sample was saved with packaging.